Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a secondary line disconnecting causing an incorrect dosage of medication being administered was received from the customer. No product or photo was returned by the customer. The customer complaint of customer feedback could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris pump module smartsite infusion set had a component separation issue. The following information was provided by the initial reporter: "in this instance, a confused patient managed to disconnect their secondary line, which was programmed to infuse a bolus dose (250 ml) of kpo4. Because alaris pumps cannot detect the disconnection of a secondary line and stop the infusion upon this fact, this patient received the vtbi from the primary bag."